Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for implant. During the procedure a guidewire was stuck in the left ventricular lead and was released after cutting the suture. The lead remained implanted with normal function. The patient was stable.